Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was incisional hernia. The procedure performed was the patient underwent open incisional hernia repair with mesh. Other relevant history: claimant has had pain, pulling sensation, bulge, recurrence of hernia.